Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿patient had surgery 1 year ago and had to be re-intervened because the polyethylene insert split. The pinnacle cup and polyethylene insert were removed". The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the provided photographs does not depict the reported acetabular cup. However, based on the observed condition of the involved implants, the acetabular liner and the femoral head, it is reasonable to conclude that the pinn mar +4 10d 28id × 46od became dissociated from the acetabular cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed based on the observed condition of the involved implants. The unk hip acetabular cup pinnacle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿patient had surgery 1 year ago and had to be re-intervened because the polyethylene insert split. The pinnacle cup and polyethylene insert were removed". The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the provided photographs does not depict the reported acetabular cup. However, based on the observed condition of the involved implants, the acetabular liner and the femoral head, it is reasonable to conclude that the pinn mar +4 10d 28id × 46od became dissociated from the acetabular cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed based on the observed condition of the involved implants. The unk hip acetabular cup pinnacle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Added: d10 concomitant.

Event description:
It was reported that the patient had surgery 1 year ago and had to be re-intervened because the polyethylene insert split. The pinnacle cup and polyethylene insert were removed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.